Manufacturer narrative:
Medical product vanguard femoral component 185288 lot 3422678 vanguard 360 femoral augment catalog 185428 lot 408680 tibial bearing lot 985950 biomet tibial locking bar catalog 141205 lot 884680 biomet 360 tibial tray catalog 185206 lot 184200 biomet splined knee stem catalog 148306 lot 277800 biomet 60 offset adapter catalog 185211 lot 497570 unknown cobalt bone cement no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Clinical notes found that patient had ongoing knee pains; bone scan shows uptake over femoral component suggesting loosening; diagnosed with aseptic failure and severe bone loss. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component lot 3422678, vanguard 360 femoral augment catalog 185428 lot 723710, vanguard 360 femoral augment catalog 185428 lot 408680, tibial bearing lot 985950, biomet tibial locking bar catalog 141205 lot 884680, biomet 360 tibial tray catalog 185206 lot 184200, biomet splined knee stem catalog 148306 lot 277800, biomet 360 offset adapter catalog 185211 lot 497570, unknown cobalt bone cement. The product has not been returned to zimmer biomet for investigation as it still remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient has been indicated for a left knee revision arthroplasty approximately 18 months post implantation due to ongoing femoral aseptic femoral loosening with severe bone loss. No revision has been reported to date.